Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, crease fold, and broken. A microscopic analysis was performed which identified sharp edge and with a stress marks assessed as surgical impact broken in the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the anterior with stress marks due to surgical impact opening and non-penetrating nick."

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii. The device has been explanted and replaced.